Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. Incidental finding: damage to the silicone jacket on the external portion of the driveline. Evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline (dl) wire damage that could have contributed to the reported pump stop. A specific cause for the observed damage could not be conclusively determined through this evaluation. Additionally, driveline disconnect alarms were confirmed through the submitted log file. Additional provided information communicated on 09nov2021 stated that the driveline was completed inserted/locked into place prior to the event. The submitted log file contains approximately 75 minutes of data. Constant driveline disconnect alarms were observed and the pump was off throughout the duration of the file. The driveline disconnect alarms appeared to be associated with the damage which occurred to the controller which was likely caused by the driveline damage identified through the evaluation. The dl was returned severed approximately 1.5¿ from the pump housing. The distal portion of the dl was returned, measuring approximately 36" from the controller connector (cc). The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned attached to the pump inlet port. The apical sewing ring was not returned. The outflow graft was returned attached to the outlet elbow which was attached to the pump outlet port. The outflow graft bend relief was not returned. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations which would have contributed to any flow issues during support. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection revealed breaches in the insulation of the black, brown, red, orange, and green wires from the internal portion of the dl. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the black, brown, red, orange, and green wires contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in the pump stop event later reported. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the wires of different phases made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer reference number: 2916596-2022-00583. Following the exchange, the vad operated as expected and the patient was stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller had been giving a constant alarm. The patient's pump appeared to have stopped. The ventricular assist device (vad) coordinator disconnected and re-connected the patient's driveline to their controller. They also tried to start the pump via the system monitor without success. A red heart alarm was seen, and the system monitor displayed "driveline disconnected" despite the driveline being connected. A controller exchange was performed. Prior to the event the pump had been operating as intended. While the patient was in the hospital it was determined that the patient's pump cable was defective. When moving the patient to the left side the issue could be reproduced, as the pump would stop. The patient underwent a pump-exchange to a heartmate 3 on (B)(6) 2021.